Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the external pulse generator (epg) was connected to a patient, there was pacing failure. It was a possibility that the temporary pacing cable had dislodged but it was also requested that the epg be inspected for possibility of malfunction. The status of the cable is unknown but the epg was returned for analysis. No patient complications have been reported as a result of this event.